Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint can be observed on the returned photo. Received photo shows an iol (intraocular lens), one haptic is broken torn and not present. Based on our observation of the attached photo, one haptic is broken torn and not present. There appear to be marks/lines on the optic of the lens. One haptic appears to be broken/cracked. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, a haptic tear was noticed, with no patient contact. The surgery was completed with the implantation of another unspecified iol on the same day.